Event description:
It was reported that the pulse generator exhibited multiple high ventricular rate episodes via a merlin.net transmission. Review of the electrograms revealed t wave oversensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.